Event description:
Event description cpi received information that this bipolar tined porous lead was removed from service and capped due to an intermittant loss of capture and the impedance less than 300 ohms. Another lead system was implanted without issue.